Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and a blockage in the tubing was identified. Customer uses cartridge for more than 48 hours. Customer changed out pump supplies due to insulin guidelines. Customer's blood glucose was 512 to greater than 600 mg/dl. Customer administered manual insulin injection to address elevated blood glucose level.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and a blockage in the tubing was identified. Customer uses cartridge for more than 48 hours which is off' label per user guide. Customer changed out pump supplies due to insulin guidelines. Customer's blood glucose was 512 to over 600 mg/dl.